Event description:
It was reported by service report that the unit was difficult to fold due to the struts are broken (chair difficult to fold into seat position/fold up). No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.